Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not observe the reported leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, two units of prismaflex st150 set had an external fluid leak at the top of the filter. There was no patient involvement. No additional information is available.